Event description:
Stapler did not complete the full fire sequence, the reload blades erupting out with sharp edges. For further information contact the surgeon, dr. (B)(6). FDA safety report ID # (B)(4).